Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when opening the package, we noticed that one side of the packaging was not sealed, meaning the item was not sterile.